Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a transperitoneal cholangiogastrostomy, the basket of a nforce nitinol helical stone extractor would not open. The device was used to successfully remove the first of two 4mm gall stones. During the attempted removal of the second stone, the basket was stuck in the basket cannula and would not open. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use, manufacturer instructions, quality control procedures and visual inspection were conducted during the investigation. One used device was returned for investigation in open packaging. Device was returned with handle in the open position and the basket was closed. There was significant curving of the support sheath. The male luer lock and collet knob fittings were tight. A functional test found the handle did not actuate the basket, confirming the reported issue. The basket sheath was observed to be damaged along its length. There was no evidence from device failure analysis that the complaint was manufactured out of specification. A document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract.¿ ¿precaution: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur.¿ ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that a component failure contributed to this failure mode. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer name and address- postal code: (B)(6), phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transperitoneal cholangiolithotomy, the basket of a nforce nitinol helical stone extractor would not open. The device was used to successfully remove the first of two 4mm gall stones. During the attempted removal of the second stone, the basket was stuck in the basket cannula and would not open. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.